Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their leads had moved up their spinal cord. The patient stated that the leads were pulling and causing them problems. The patient also reported that their leads weren't anchored right and that they had red marks moving around on their back. The patient mentioned that they kept having to be on steroids. It was noted that the patient wanted their device taken out. No further complications were reported or anticipated. Indications for use are spinal pain and complex regional pain syndrome type I.